Event description:
Reporter alleged discrepant back to back results of 123, 86, & 156 mg/dl when all tests were performed within 5 minutes on the advantage system. No report of actions or treatment. A request was made for the return of the suspect device and replacement product was sent.